Manufacturer narrative:
Unit received with button error alarm and had intermittent bolus express and act buttons response due to moisture damage keypad traces. Unit had minor scratched lcd window, cracked case at display window corner, broken battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear by pressing buttons. Customer's blood glucose was 165 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.